Manufacturer narrative:
H10: of the 2 devices, both lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, 1 device was returned for evaluation and photos of this device were also provided. The investigations are inconclusive for all reported malfunctions. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j denali filter system experienced a deployment issue. These reports were received from various sources. The reported malfunctions both involved patients with no reported injury. Patient age, sex, and weight were not provided for any of the cases.

Manufacturer narrative:
For the case with no sample returned, the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the above listed failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. For the other, the device is being returned to the manufacturer. It is pending investigation.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl950j denali filter system experienced a deployment issue. These reports were received from various sources. Of the both events, both involved patients with no reported injury. Patient age, sex, and weight were not provided for any of the cases. In one case, the sample is being returned. In the other, the sample was not returned, limiting investigation.